Manufacturer narrative:
During device evaluation, no metal objects or metal shavings were found and the event was unable to be duplicated. Wear of the front end components of the device, due to excessive contact of moving parts is a potential case for metal shavings; however, this was not confirmed.

Event description:
It was reported that during a surgical procedure conducted at the user facility metal fragments were found on the surgical field. The procedure was completed successfully, using back-up equipment. The user facility reported a delay, but was unable to provide the length of the delay. It was further reported that x-rays were taken to ensure that no pieces of metal had entered the surgical site. There were no adverse consequences reported with this event.

Manufacturer narrative:
The data was corrected from a malfunction report to a serious injury report, as an x-ray was completed to confirm the absence of metal shavings in the surgical site.

Event description:
It was reported that during a surgical procedure conducted at the user facility metal fragments were found on the surgical field. The procedure was completed successfully, using back-up equipment. The user facility reported a delay, but was unable to provide the length of the delay. It was further reported that x-rays were taken to ensure that no pieces of metal had entered the surgical site. There were no adverse consequences reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility metal fragments were found on the surgical field. The procedure was completed successfully, using back-up equipment. The user facility reported a delay, but was unable to provide the length of the delay. It was further reported that x-rays were taken to ensure that no pieces of metal had entered the surgical site. There were no adverse consequences reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.